Event description:
A physician reported that a female with a history of degenerative disc disease (l3-l5) (manifest by intractable back pain with extremity radiation, bilateral lower extrmity radiation, bilateral lower extremity numbness, tingling and weakness) rec'd op-1 putty in conjunction with vitoss in 2005. The pt was found to have disc disruption syndrome at l3-l4, l4-l5 and l5-s1 and lumbar stenosis at l3-l4 which required an anterior radical discectomy with partial corppectomy and decompression of the cauda equina anteriorly at l3-l4, l4-l5 and l5-s1, an anterior lumber interbody fusion using a graftac interbody spacer and op-1 putty, anterior spinal instrumentation using synethes anterior screws and washers, a posterior lumbar arthrodesis l3 to s1 using autologous bone graft and vitoss, a posterior lumbar decompression at l3-l4, bilateral foraminotomy and laminectomy, and posterior spinal instrumentation from l3-s1 using srtyker trio spinal instrumentation with local bone graft. Postoperatively, the pt experienced muscle spasm, incisional pain, and radiating bilateral lower extremity pain. The pt was discharged to a rehabilitation facility on the 5th day. During postoperative follow-up visits on about two weeks later and about three weeks later 2005, she complained of pain at the incision, bilateral shooting pain and hypersensitivity in her legs, and increasing redness of the feet and tibia bilaterally. Deep vein thromboses were ruled out. The pt was hospitalized on the 2nd day for bilateral lower extremity pain, swelling, redness and weakness. During a follow-up visit on about 9 months later, the pt reported myofascial pain in the anterior tibia and ankles, and also reported that she recently went to an emergency room because of right upper quadrant pain which was diagnosed as an ulcer. She continued to experience bilateral extremity pain and numbness and she developed lymphedema, which was being treated with compression stockings and therapy. Her physician suggested that the discomfort in her ankles was possibly due to an inflammatory process. A triple phase and whole body scan done about 9 months late, revealed mild to moderate arthritic-appearing reactivities and changes. During the pt's final follow-up visit with the surgeon it was noted that the lumbar spine showed a solid arthrodesis with no evidence of hardware failure, and that the pt had developed an autoimmune disorder which could not be explained based on the surgery which was performed. It was also reported that thept experienced palpitations and sweating. The pt is currently being followed by a rheumatologist who has diagnosed her with "lupus-like symtpoms" consisting of tenosynovitis and reactive rheumatoid arthritis. The rheumatologist believes the events are related to the implants used during her spinal surgery.